Event description:
It was reported patient underwent a revision procedure due to implant shifting and traction bar fracture. The implant had shifted since post op films were obtained and the traction bar appeared to have fractured at the base of the anchor plug. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Medical product: unknown compress anchor plug. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-00410. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by a health care professional. Review found radiolucency surrounding the bone hardware interface consistent with loosening. No fracture was identified. Normal bone quality. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.